Event description:
The event is reported as: when the anesthesiologist wanted to connect the angled connector on the double lumen tube in the or, the double swivel piece broke. The event occurred prior to pt use. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.